Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the computer for the navigation system was replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The computer for the navigation system was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. The behavior was noted to be consistent with an anomaly tracked in the medtronic navigation software anomaly tracking database. However, confirmation of the addition to the database has not been provided.

Event description:
A medtronic representative reported that, while performing a planned maintenance (pm), the navigation system would not complete the start up process. It was reported that he navigation system became unresponsive on the splash screen. After a hard restart of the navigation system, functionality was restored. There was no patient present when this issue was identified. No additional information was provided.